Event description:
During an ercp procedure, a wilson-cook roadrunner wire guide and an extraction balloon were placed inside the biliary duct. When the wire guide was removed the distal end detached, leaving 6 inches of the wire guide protruding from the biliary duct. The physician retrieved the detached portion of the wire guide using wilson-cook biopsy forceps. Post procedure the pt's condition was reported as good.